Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact height and width is out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: visual inspection revealed the battery compartment is cracked and the battery cap threads are stripped. Investigation revealed that the battery cap contacts were out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.